Event description:
Our office has noticed that sometimes when using the magellan hypodermic safety needle 25g x 1.5 inch attached to the 3ml bd luer-lok tip syringe, the medication escapes at the connection point. Just curious if this could be an issue with a specific lot number of needles. It's only happened a handful of times, and we are making sure we secured the needle tightly to the syringe. The specific lot number to the box of needles is 24f023.